Event description:
It is reported that the patient was revised due to increasing discomfort.

Manufacturer narrative:
The device has not been returned for review, and photos of the device have not been returned, therefore, the actual condition is unknown. The adverse event report states that the severity if moderate. The other devices implanted with the liner were confirmed compatible. Primary operative notes were provided which were unremarkable. Revision operative notes were provided which note that there was a large amount of clear benign-appearing synovial fluid in the hip joint. The acetabular liner was deemed worn posteriorly as well as anteriorly, and there was wear at the anterior-superior lip of the articular surface. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Zimmer, inc. Considers the investigation closed.